Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer. The remote support engineer (rse) remoted into the system and confirmed there were no error log entries indicating sound issues. As well the clinical audit logs and entries showed alert sounds during the reported timeframe of the issue. The rse advised the customer to check the sound settings and to have only the external speaker enabled. The customer confirmed the settings and replaced the external speaker. The results of the analysis were that the external speaker was found defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective external speaker. The issue was resolved by replacing the defective part and the product is confirmed to be operation per its specification.

Event description:
It was reported the device has no alarm sound. The alarms were visible but the device needed to be rebooted to restore sound. The device was in clinical use. There was no report of patient or user harm.